Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil perforated her left fallopian tube"), device expulsion ("migration of essure device location of device- uterus"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and menstrual disorder ("menstruation complications") in a 31-year-old female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 (date of birth of live birth: (B)(6) 2004, (B)(6) 2006; (B)(6) 2007) and caesarean section. Concurrent conditions included obesity, penicillin allergy and tobacco user. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, 7 years 9 months after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced menstrual discomfort ("other painful complications relating to menstruation"). In 2010, the patient experienced menometrorrhagia ("menometrorrhagia"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain and abdominal pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required) and swelling ("swelling"). The patient was treated with surgery (hysterectomy, laparoscopic to remove the remainder device in (B)(6) 2015, salpingectomy), surgery (hysterectomy, laparoscopic to remove the remainder device in (B)(6) 2015, salpingectomy), surgery (ablation), surgery (ablation), surgery (ablation) and surgery (hysterectomy with bilateral salpingectomy and oophorectomy in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, menstrual disorder, swelling, dysmenorrhoea, dyspareunia, weight increased, menometrorrhagia, alopecia, depression and anxiety outcome was unknown and the menstrual discomfort had resolved. The reporter considered alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menometrorrhagia, menorrhagia, menstrual discomfort, menstrual disorder, swelling, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2015, (B)(6) 2016. Pain was decreased shortly after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Computerised tomogram: on an unknown date: negative. Hysterosalpingogram: in (B)(6) 2009: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menometrorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received- new event migration of essure device location of device- uterus and concomitant medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil perforated her left fallopian tube"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and menstrual disorder ("menstruation complications") in a 31-year-old female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 (date of birth of live birth: (B)(6) 2004, (B)(6) 2006; (B)(6) 2007) and caesarean section. Concurrent conditions included obesity, penicillin allergy and tobacco user. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menstrual discomfort ("other painful complications relating to menstruation"). In 2010, 7 years 9 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), menometrorrhagia ("menometrorrhagia") and alopecia ("hair loss"). In 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain and abdominal pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required) and swelling ("swelling"). The patient was treated with surgery (hysterectomy, laparoscopic to remove the remainder device in (B)(6) 2015 and hysterectomy (B)(6) 2016), surgery (ablation), surgery (ablation), surgery (ablation) and surgery (hysterectomy with bilateral salpingectomy and oophorectomy in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, menstrual disorder, swelling, dysmenorrhoea, dyspareunia, weight increased, menometrorrhagia, alopecia, depression and anxiety outcome was unknown and the menstrual discomfort had resolved. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menometrorrhagia, menorrhagia, menstrual discomfort, menstrual disorder, swelling, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2015, (B)(6) 2016. Pain was decreased shortly after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Computerised tomogram - on an unknown date: negative. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menometrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil perforated her left fallopian tube"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and menstrual disorder ("menstruation complications") in a 31-year-old female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 (date of birth of live birth: (B)(6) 2004, (B)(6) 2006; (B)(6) 2007) and caesarean section. Concurrent conditions included obesity, penicillin allergy and tobacco user. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menstrual discomfort ("other painful complications relating to menstruation"). In 2010, 7 years 9 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), menometrorrhagia ("menometrorrhagia") and alopecia ("hair loss"). In 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain and abdominal pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required) and swelling ("swelling"). The patient was treated with surgery (hysterectomy, laparoscopic to remove the remainder device in (B)(6) 2015 and hysterectomy (B)(6) 2016), surgery (ablation), surgery (ablation), surgery (ablation) and surgery (hysterectomy with bilateral salpingectomy and oophorectomy in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, menstrual disorder, swelling, dysmenorrhoea, dyspareunia, weight increased, menometrorrhagia, alopecia, depression and anxiety outcome was unknown and the menstrual discomfort had resolved. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menometrorrhagia, menorrhagia, menstrual discomfort, menstrual disorder, swelling, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2015, (B)(6) 2016. Pain was decreased shortly after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Computerised tomogram - on an unknown date: negative. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menometrorrhagia. Most recent follow-up information incorporated above includes: on 5-jun-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil perforated her left fallopian tube"), pelvic pain ("severe pelvic pain/pelvis/ moderate to severe//chronic"), menstrual disorder ("menstruation complications"), back pain ("severe back pain") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. 627744) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 (date of birth of live birth: (B)(6) 2004, (B)(6) 2006; (B)(6) 2007) and caesarean section. Concurrent conditions included overweight, penicillin allergy and tobacco user. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced back pain (seriousness criteria medically significant and intervention required) and menstrual discomfort ("other painful complications relating to menstruation"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain, back pain, menstrual disorder (seriousness criteria medically significant and intervention required), swelling ("swelling") and abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), menometrorrhagia ("menometrorrhagia") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic procedure to remove the left fallopian tube in (B)(6) 2014, partial hysterectomy to remove the remainder device in (B)(6) 2015 and hysterectomy with bilateral salpingectomy and oophorectomy in (B)(6) 2016. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menstrual disorder, back pain, swelling, genital haemorrhage, dysmenorrhoea, dyspareunia, weight increased, menometrorrhagia and alopecia outcome was unknown and the pelvic pain, menstrual discomfort and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menometrorrhagia, menstrual discomfort, menstrual disorder, pelvic pain, swelling and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2015, (B)(6) 2016 concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menometrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Computerised tomogram - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 26-feb-2018: pfs and medical records received: reporter information, patient details, other relevant history, lab data, product stop date, new events abnormal bleeding (general), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, menometrorrhagia, hair loss were added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coil perforated her left fallopian tube"), pelvic pain ("severe pelvic pain"), menstrual disorder ("menstruation complications") and back pain ("severe back pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. In (B)(6) 2010, the patient experienced back pain (seriousness criteria medically significant and clinically significant/intervention required) and menstrual discomfort ("other painful complications relating to menstruation"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menstrual disorder (seriousness criteria medically significant and clinically significant/intervention required), swelling ("swelling") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic procedure to remove the left fallopian tube in (B)(6) 2014, partial hysterectomy to remove the remainder device in (B)(6) 2015 and total hysterectomy in (B)(6) 2016). Essure was withdrawn. At the time of the report, the fallopian tube perforation, menstrual disorder, back pain and swelling outcome was unknown and the pelvic pain, menstrual discomfort and abdominal pain had resolved. The reporter considered fallopian tube perforation, pelvic pain, menstrual disorder, back pain, menstrual discomfort, swelling and abdominal pain to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure coil perforated her left fallopian tube and a laparoscopic procedure was performed to remove this tube. After surgery consumer continued with pain, then a partial hysterectomy was performed, however severe pelvic and back pain and complications related to menstruation did not resolve and a total hysterectomy was necessary and performed 9 months after the previous procedure. The reported events are serious due to medical significance and anticipated in the reference safety information for essure. The exact date and mechanism of fallopian tube perforation is not known, however, considering the event's nature, causality with essure cannot be excluded. Regarding other events, after essure insertion, pelvic, back and uncharacterized pain may occur. Also genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis is being sought. Further information is expected only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil perforated her left fallopian tube'), device expulsion ('migration of essure device location of device- uterus'), genital haemorrhage ('abnormal bleeding (general)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and menstrual disorder ('menstruation complications') in a 31-year-old female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 (date of birth of live birth: (B)(6) 2004, (B)(6)2006; (B)(6)2007) and caesarean section. Concurrent conditions included obesity, penicillin allergy and tobacco user. Concomitant products included paracetamol (acetaminophen). On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"), 7 years 9 months after insertion of essure. In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). In january 2010, the patient experienced menstrual discomfort ("other painful complications relating to menstruation"). In 2010, the patient experienced menometrorrhagia ("menometrorrhagia"). On (B)(6)-2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain and abdominal pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required) and swelling ("swelling"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy and oophorectomy in (B)(6)2016 and hysterectomy, laparoscopic to remove the remainder device in (B)(6)-2015, salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, device expulsion, menstrual disorder, swelling, weight increased, alopecia, depression and anxiety outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, menstrual discomfort, dysmenorrhoea, dyspareunia and menometrorrhagia had resolved. The reporter considered alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menometrorrhagia, menorrhagia, menstrual discomfort, menstrual disorder, swelling, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6)2015, (B)(6) 2016. Pain was decreased shortly after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Computerised tomogram - on an unknown date: results: negative. Hysterosalpingogram. In (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menometrorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome of the events pertaining to pain, bleeding updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil perforated her left fallopian tube'), device expulsion ('migration of essure device location of device- uterus'), genital haemorrhage ('abnormal bleeding (general)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and menstrual disorder ('menstruation complications') in a 31-year-old female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 3 (date of birth of live birth: (B)(6) 2004, (B)(6) 2006; (B)(6) 2007) and caesarean section. Concurrent conditions included obesity, penicillin allergy and tobacco user. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"), 7 years 9 months after insertion of essure. In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced menstrual discomfort ("other painful complications relating to menstruation"). In 2010, the patient experienced menometrorrhagia ("menometrorrhagia"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain and abdominal pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required) and swelling ("swelling"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy and oophorectomy in (B)(6) 2016 and hysterectomy, laparoscopic to remove the remainder device in (B)(6) 2015, salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, menstrual disorder, swelling, weight increased, alopecia, depression and anxiety outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, menstrual discomfort, dysmenorrhoea, dyspareunia and menometrorrhagia had resolved. The reporter considered alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menometrorrhagia, menorrhagia, menstrual discomfort, menstrual disorder, swelling, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2015, (B)(6) 2016. Pain was decreased shortly after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Computerised tomogram - on an unknown date: results: negative. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Lot number: 627744 manufacturing date: 2008-07 expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure coil perforated her left fallopian tube and a laparoscopic procedure was performed to remove this tube. After surgery consumer continued with pain, then a partial hysterectomy was performed, however severe pelvic and back pain and complications related to menstruation did not resolve and a total hysterectomy was necessary and performed 9 months after the previous procedure. The reported events are serious due to medical significance and anticipated in the reference safety information for essure. The exact date and mechanism of fallopian tube perforation is not known, however, considering the event's nature, causality with essure cannot be excluded. Regarding other events, after essure insertion, pelvic, back and uncharacterized pain may occur. Also genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, that a relationship with the reported medical events cannot be totally excluded. Further information is expected only through the litigation process.